Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray confirmed that the right ventricular (rv) lead dislodged for an undisclosed amount of time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.